Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 30 mmol with large ketones, vomiting, nausea, symptoms of dehydration, abdominal pain, blurred vision and polydipsia associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the pump lost power during the night and stopped delivery insulin. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.